Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The injector was used in combination with a rayner c-flex aspheric 970c iol. A video of the surgical procedure was provided to rayner for review. Although no batch number is available for the concerned injector, through a review of the supplied video we have identified that the injector is a single use soft-tipped disposable injector model: r-inj-10. A review of the video was carried out by a multi-disciplinary team at rayner. This review has concluded that the fibres have an appearance suggestive of material delamination causes for materia delamination can include (but are not limited to) inherent weakness related to moulding defects (bubbles, poor surface quality etc), physical damage to the components of the injector during the manufacturing processes, or during the loading and injection phases. Investigation of returned samples is an important part of being able to correctly identify the root cause of any defect; unfortunately, in this case the injector subject to this report has been discarded. Device discarded by healthcare facility.

Event description:
On (B)(6) 2017, rayner intraocular lenses limited received notification of an event that occurred following use of a rayner single use injector. The event description provided states "...today had very noticeable multifilament fiber come out on the trailing side of the iol".